Event description:
It was reported the patient went to the hospital and was diagnosed with diabetic ketoacidosis. The pod reportedly fell off the infusion site (back) whilst they were asleep, causing the cannula to dislodge. As treatment, the patient was given intravenous fluids and an insulin drip.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.